Event description:
It was reported that during a routine follow up visit, the device displayed an error during interrogation. At a subsequent follow up, the device no longer displayed the error, and appeared to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).